Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: tubal ostium on the right,/ uterus") and pelvic pain ("severe pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. 886782(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: pills; for an unreported indication: implanon. Concurrent conditions included uterine pain and dysplasia. Concomitant products included paracetamol (acetaminophen) since 2010. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced anxiety ("mental anguish/ anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil,salpingectomy (bilateral removal of fallopian tubes. Oophorectomy.) And surgery (she receive a tubal ligation , /surgery: laparoscopic essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and abdominal pain was resolving, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the menstrual disorder, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at right, 3 trailing coils at left, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: failure to occlude (close) fallopian tubes, (B)(6) 2010 : hysterosalpingogram - mal positioned right side micro insert, positioned medial to the right fallopian tube. The right fallopian tube remains patent. The left fallopian tube micro insert appears appropriately positioned and the left fallopian tube appears occluded however it is uncertain whether sufficient intrauterine pressure was achieved because of the patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Lab data added. Pain outcomes were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: tubal ostium on the right") and pelvic pain ("severe pelvic pain / pain") in a (B)(6) year-old female patient who had essure (batch no. 886782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: pills; for an unreported indication: implanon. Concurrent conditions included uterine pain. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil) and surgery (she receive a tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and abdominal pain was resolving, the pelvic pain, menstrual disorder, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at right, 3 trailing coils at left, patient tolerated procedure well. Diagnostic results: (B)(6) 2010: hysterosalpingogram - mal positioned right side micro insert, positioned medial to the right fallopian tube. The right fallopian tube remains patent. The left fallopian tube micro insert appears appropriately positioned and the left fallopian tube appears occluded however it is uncertain whether sufficient intrauterine pressure was achieved because of the patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 06-jun-2018: pfs+mr received, reporter added, lot number received, product information updated, event added as; abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, migration of essure device location of device: tubal ostium on the right, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain. Incident: at the time of reporting, there is no evidence that a device - related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: tubal ostium on the right") and pelvic pain ("severe pelvic pain / pain") in a 28-year-old female patient who had essure (batch no. 886782(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: pills; for an unreported indication: implanon. Concurrent conditions included uterine pain. Concomitant products included paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, 4 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation issues"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgical removal of coil) and surgery (she receive a tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and abdominal pain was resolving, the pelvic pain, menstrual disorder, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage, menorrhagia and migraine had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at right, 3 trailing coils at left, patient tolerated procedure well. Diagnostic results: (B)(6) 2010 : hysterosalpingogram - mal positioned right side micro insert, positioned medial to the right fallopian tube. The right fallopian tube remains patent. The left fallopian tube micro insert appears appropriately positioned and the left fallopian tube appears occluded however it is uncertain whether sufficient intrauterine pressure was achieved because of the patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia,pelvic pain most recent follow-up information incorporated above includes: on 8-aug-2018: update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: tubal ostium on the right,/ uterus') and pelvic pain ('severe pelvic pain / pain') in a 28-year-old female patient who had essure (batch no. 886782(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2010 : hysterosalpingogram - mal positioned right side micro insert, positioned medial to the right fallopian tube. The right fallopian tube remains patent. The left fallopian tube micro insert appears appropriately positioned and the left fallopian tube appears occluded however it is uncertain whether sufficient intrauterine pressure was achieved because of the patent right fallopian tube. Previously administered products included for contraception: pills; for to prevent pregnancy: implanon. Past adverse reactions to the above products included weight increased with implanon. Concurrent conditions included uterine pain and dysplasia. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010 for female sterilization. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced anxiety ("mental anguish/ anxiety") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she receive a tubal ligation , /surgery: laparoscopic essure removal and surgical removal of coil,salpingectomy (bilateral removal of fallopian tubes. Oophorectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation and abdominal pain was resolving, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the menstrual disorder, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 4 trailing coils at right, 3 trailing coils at left, patient tolerated procedure well. Plaintiff received treatment for bleeding and migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dyspareunia, pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome for the event "abdominal pain" was updated to recovered from recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstruation issues"). The patient was treated with surgery (she receive a tubal ligation). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.